Event description:
In (B)(6) 2012, I had mentor mid-profile silicone 325cc breast implants placed under the muscle. Within a couple years my health began to decline rapidly. Most recently in (B)(6) of this year. I went to ER thinking I was having a heart attack. I was eating breakfast when I couldn't catch my breath, had chest pressure, heart arrhythmia and felt like I was going to pass out. After having blood work, an EKG and chest x-ray I was told by the ER dr that all was normal and I was "healthy as a horse." This isn't the 1st occurrence as I've had at least 4 other episodes in the past 5 years. In 2017 I went to a cardiologist for full workup with stress test and again. All was normal. I've had blood and hormone tests; again all normal. My "normality" now consists of daily heart arrhythmia, heart palpitations, chest pressure and discomfort, dizziness, brain fog, joint and muscle pain. Numbness in my right arm and hands, chronic fatigue, anxiety and depression. I used to be an avid runner with tons of energy. Now I can barely get out of bed somedays. I don't drink or do drugs and eat a healthy diet. I attribute these negative symptoms to my breast implants and breast implant illness. I'm hoping to have explant surgery as soon as I can get the financing. My insurance will not cover. FDA safety report ID# (B)(4).